Event description:
The event involved a plum 360 infusion pump in which the device reportedly overdelivered an incorrect dose of hydromorphone to a palliative patient. The reporter stated that the patient had two separate pumps running, two ivs, one running ringers lactate at 50 and one running continuous hydromorphone at a low dose for pain management. Both pumps had some alarms in close proximity to each other (one distal occlusion, one distal air). The pump is running continuous hydromorphone at a low dose for pain management. The pump also had alarm requiring troubleshooting and repeated reprogramming a few times within an hour. The reporter stated that on one occasion of reprogramming for the hydromorphone the registered nurse incorrectly selected input medication and dose. The nurse mistook which pump it was, entered it as the wrong medication and rate was entered as IV fluids ringers lactate at 50ml/hr instead of hydromorphone, 0.2mg/hr and rate of 1.1ml/hr. The patient was at end of life, this was a palliative infusion of hydromorphone for pain management, but following the bolus of hydromorphone inadvertently administered, the patient deteriorated rapidly and died within an hour. He was expected to pass away imminently, within hours or days, but this event is felt to have accelerated his death.

Manufacturer narrative:
The device is not available for evaluation, however, review of event/service history logs will be reviewed by the manufacturer. (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. The event/alarm log and documents were reviewed. The preventive maintenance was performed on the device and it was placed back to circulation. Copies of the pump logs were reviewed for analysis identifying that pump serial number (B)(6) was the pump that experienced the referenced distal air alarm requiring troubleshooting and reprogramming. Because the customer alleged the user error (nurse mistaking which pump was which) was or may have been influenced by both pumps having alarms in close proximity to each other, it was necessary to review and analyze events on both pumps in time relation to each other. Device (B)(6) was unplugged from ac (at 08:18 am) and run on battery for the duration of the period analyzed. Distal occlusion alarms occurred on the other device during cassette check while being powered on (about 09:56 am) . Device (B)(6) was programmed in the cicu cca to run 50 ml of hydromorphone @ 0.5 ml/hr for 100 hours (starting at 10:00 am). The pump was stopped and reprogrammed 10 min later in the crcu cca to run 110 ml of hydromorphone @ 1.1 ml/hr for 100 hours (starting at 10:10 am). Shortly after this reprogramming of device (B)(6), 3 distal occlusion alarms occurred on the other device (about 10:12 am). Hydromorphone reprogramming was completed and started nominally with no user nor pump errors. Distal air alarm sounded on the hydromorphone infusing device (B)(6), (at 10:15 am) . In this case, the user elected to reprogram the infusion to run 55 ml of hydromorphone @ 1.1 ml/hr for 50 hours (starting at 10:28 am). Distal air alarm sounded on the hydromorphone infusing device, (B)(6), 12 minutes later (at 10:36 am) . At the same time as this alarm was sounding, distal occlusion and one e346 distal pressure sensor alarm occurred on the other device (about 10:37 am). Both devices were powered off and back on between 10:40 and 10:42 am at which time: device (B)(6) was programmed in the crcu cca to run 100 ml of hydromorphone @ 1.1 ml/hr for 90:54 hours (starting at 10:42 am) and the other device was programmed in the crcu cca to run 700 ml of IV fluid @ 590 ml/hr for 14 hours (starting at 10:44 am). Distal air alarm sounded on the hydromorphone infusing device (B)(6) (at 10:48 am) and the no action alarm followed 3 min later (at 10:51 am). The user elected, after another 3 min, to reprogram the infusion at (10:54 am). O in this instance, the device (B)(6), which had been infusing hydromorphone @ 1.1 ml/hr, was now programmed to infuse 700 ml of IV fluid @ 50 ml/hr for 14 hrs. 40 seconds after starting this infusion on device (B)(6), the other device alarmed for distal occlusion and was manually stopped(about 10:55 am). The infusion on device (B)(6) (which had just been reprogrammed from hydromorphone to IV fluid) ran for 1 hour and 52 minutes until a proximal air alarm sounded stopping the infusion (at 12:46 pm) after infusing 94.4 ml. Device (B)(6) was then programmed in the crcu cca to run 90 ml of hydromorphone @ 1.1 ml/hr for 81:49 hours (starting at 12:55 am). The infusion on device (B)(6) was manually stopped 8 min later (at 01:03 pm). Evaluation of device (B)(6) was programmed to run on battery for (potentially) 14 hours or more hours (up to 100 hours) which is contrary to device usage practices as documented in the plum 360 (system operating manual) which presents expected battery life between 4 and 7 hours ¿the plum 360 infuser is battery-powered for emergency backup and temporary portable operation. The typical battery operating time with a new and fully charged battery is 7 hours when infusing at 25 ml/hr, and 4 hours at 999 ml/hr.¿ evaluation concluded that there were user programming errors on device 43460283. At 10:00 am, the user appeared to initially selected the wrong cca (¿cicu¿ instead of ¿crcu¿) and, thus, programmed the wrong hydromorphone rule set allowing it to run for 10 min before catching and correcting. The rate, with the incorrect rule, was 0.5 ml/hr as compared to the later correctly programmed rule with rate of 1.1 ml/hr. 2. At 10:54 am, the user appeared to make the error (as reported by the customer) of mistaking one pump for the other and programming the IV fluid infusion program on the device bagged with the hydromorphone medication. This apparent mistake ran infusing hydromorphone @ 50 ml/hr for almost 2 hours before the bag apparently ran dry at 12:46 (after infusing 94.4 ml of hydromorphone over 1:58 hrs). Evaluation observed that there were 3 distal air alarms that occurred shortly after programming hydromorphone @ 1.1 ml/hr: specifically at 10:15 am (5 min after infusion start), at 10:36 am (8 min after infusion start), and at 10:48 am (6 min after infusion start). At 1.1 ml/hr, these calculate to distal air alarm after infusing less than 0.1 ml of fluid. As a properly primed cassette holds over 2.0 ml of fluid, this indicates the air detected was present in the cassette at infusion start. The customer¿s report of probable user error is confirmed. The probable cause of these distal air alarms is improper priming of the cassette. The pump performed correctly as per design. Manufacturing device history review was performed and no issues were noted.